Event description:
It was reported the adenoid tip had what was thought to be plastic that has either melted or peeled away. It was close to the wire, but only on one side. The scrub nurse says it happens on nearly every case. It doesn't cause any impact to the pt or case, the surgeon didn't even know about it until we pointed it out. Second of 2 events: see 3007069406-2012-00439.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned adenoid tip revealed the tip had slight melt back. The tip remained intact with slight melt back of the clear housing near the corner of the electrode wire. The slight melt back to the housing may have been caused by excessive usage of the tip at high power setting. Review of the lot history revealed no anomalies. End of report.